Event description:
Complainant alleged that during the monitoring of a patient who was presenting a ventricular fibrillation (v-fib) heart rhythm, the device neither analyzed the patient's heart rhythm, nor recognized the patient's heart rhythm as a v-fib rhythm. There was no indication from the complainant of any adverse effect to the pt as a result of the reported malfunction. Numerous attempts were made to obtain additional event information from the complainant, as well as to obtain a copy of the data file or recorder algorithm strips from the incident. All attempts to obtain the requested info were unsuccessful.